Event description:
It was reported via repair work order that the scale was inaccurate and the bed exit was not working due to the scale not being zeroed out properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.